Event description:
Customer reported her reservoir was leaking. The customer stated she was filling her reservoir when it leaked on her hand. The customer's blood glucose was 101 mg/dl. The customer was advised that the leak could be from an air bubble in the reservoir expanding. The customer was advised to change her reservoir. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)